Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, a patient experienced distorted vision. The lens was exchanged for another lens model and power nine months following the initial iol implant procedure. The clinical reason given for the explant was anisometropia following superficial keratectomy. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reported from the surgeon indicating the patient has a scar from a pre-existing alkali burn that caused or contributed to the event. The iol was exchanged for another lens model with 3 diopters difference in power. The patient's issues have resolved. The iol is not available for return.